Event description:
It was reported that the system 9900 would intermittently not emit radiation when used in the high level fluoro mode. It was further reported that the lift column does not work consistently. There was a patient involved and limited patient info reported and recorded. There was no reported adverse patient event reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction of the system not emitting radiation was investigated and found to be operator in nature. If the system is allowed to go into standby and the high level fluoro function is activated, there will be no fluoro and a low level alarm can be heard. The operator needs to produce a normal exposure first and then the high level can be activated. The power supply for the lift column was found to be defective and was replaced. The system was tested and found to be working as intended and placed back into service.